Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. (B)(4) 1407gh - expiration date: 10/31/2015.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient had a loose battery connector on both controllers. The controllers were exchanged with no consequence to the patient. No further information was provided.

Manufacturer narrative:
Additional component for this event: controller - (B)(4). The reported event of loose battery connectors was confirmed on the returned controllers, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Analysis of the devices revealed that the devices failed to meet specifications; the devices passed functional testing but failed visual examination due to loose connectors on power port 1. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. The manufacturer has opened an investigation with the supplier to evaluate the loose connectors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.